Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported an impedance measurements were taken and contacts 8-15 were greater than 3600 ohms with reference to contact 0. It was reported that the device was at normal expected end of service (eos) and the manufacturer representative was doing pre-op check of the implantable neurostimulator (ins) when they discovered high impedances. Reviewed that the impedance readings may not be accurate due to the eos and reference electrode 0. No symptoms were reported. Relevant medical history includes complex regional pain syndrome type ii.

Event description:
Additional information received from the manufacturer representative reported that no actions had been taken beyond running an electrode impedance check. It was reported that the cause of the high impedances was not determined. The manufacturer representative stated that the issue hadn't been resolved, but will be investigated further when their implantable neurostimulator (ins) gets replaced as their current device had reached an end of life (eol) battery status. The patient was awaiting approval before scheduling surgery.